Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported "check iab catheter" and autofill failure" alarms which were generated repeatedly when the iabp was rebooted. However, the fse confirmed that the user accidentally shut off the iabp and that shutdown did not occur. To resolve the issues with the reported error messages, the fse replaced the pneumatic module, performed all functional and safety tests to meet factory specifications, and the iabp was released for clinical use with no incident.

Event description:
Customer reported that during patient use, the customer removed the cardiosave intra-aortic balloon pump (iabp) cart for transfer and the iabp was turned off accidentally by the user. Subsequently, the customer rebooted the iabp, and the iabp generated "check iab catheter" and "autofill failure" alarms. The iabp therapy was discontinued, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
Customer reported that during patient use, the customer removed the cardiosave intra-aortic balloon pump (iabp) cart for transfer and the iabp was turned off accidentally by the user. Subsequently, the customer rebooted the iabp, and the iabp generated "check iab catheter" and "autofill failure" alarms. The iabp therapy was discontinued, and no adverse event was reported.